Event description:
Distal screw breakage, leading to fracture collapse and im rod moving inferior. Proximal screw broke 10 days after implantation. Patient has not yet been revised, and may not be revised if fracture seems to be healing satisfactorily.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.